Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Insulin pump was received with faded serial number label, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that the they experienced high blood glucose level and insulin pump had damage on pump screen and bottom of the pump. Customers blood glucose level was 15.4 mmol/l, 17.3 mmol/l and 19.4 mmol/l. Customer treated high blood glucose level with manual injection. Customer also stated that insulin pump is making a rattling sound. The insulin pump will be returned for analysis.